Manufacturer narrative:
The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. During on-site inspection, baxter technician investigated the device thoroughly and could not replicate the reported issue. No error or deficiency could be found, bed was working as designed. Although there was no patient injury and the reported event could not be duplicated during inspection, the reported event of bed having unintended movement is likely to cause or contribute death or serious injury. Therfore, baxter considers this event reportable to FDA.

Event description:
Baxter received a report stating that progressa frame suddenly raised with no user input. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the progress bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that progress frame suddenly raised with no user input. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.